Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels of up to 380 (mg/dl). Customer changed their pump supplies multiple times. Customer also administered corrections with insulin pens, and subsequently, experienced a low bg level of 47 (mg/dl). Customer consumed juice to stabilize their bg levels. System check with tandem technical support indicated pump was performing as intended. Recommendation was made to consult with their health care provider to discuss diabetes management.